Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
At the beginning of the case, the physician was not getting the proper aspiration pressure on the pump. The staff checked all of the connections and could not find any issues. They replaced the canister and the pump worked fine. They were able to achieve the desired pressure rating and went on to complete the case.